Event description:
The customer returned a soltive premium superpulsed laser system. During inspection/evaluation of the returned device olympus was unable to activate the laser due to error 10. There is no reported patient involvement. The device will be sent to the original equipment manufacturer (OEM) for repair.

Manufacturer narrative:
The device referenced in this report was evaluated by olympus at which time, olympus was unable to activate the laser due to error 10. The device is being sent to the OEM for repair. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.